Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the angio-seal device. They stated that the bypass tube was intact when the device was handed to the doctor, however, while advancing the device there was an issue and upon removal the bypass tube became separated. They were able to retrieve the entire device and manual pressure was held. The procedure that was performed prior to the use of the angio-seal device was a left heart catheterization. The patient was in stable condition and the procedure outcome was successful. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.